Event description:
--

Manufacturer narrative:
Additional information received from the local area sales representative indicated a revision procedure took place and the lead was successfully repositioned. There was no damage to the lead, however it was reported the patient was a twiddler and had pulled the lead out of the apex. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Set screw marks were noted on the is-1 terminal pin, and the distal and proximal high voltage (hv) terminal pins. No discernable set screw marks were noted on the is-1 ring. The clear medical adhesive (ma) was torn/separated from the gore at the proximal end of the proximal spring electrode and the proximal spring was stretched at this point. The distal end of the proximal spring and the proximal end of the distal spring electrode were separated from the lead body insulation and ma was present. The rs- teflon was also bunched in several places. The helix was extended and tissue was entwined in the helix housing. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and lead body found no anomalies. The helix mechanism test did not pass, and was most likely due to blood/body fluid and tissue in the helix housing. Dried blood/debris were loosened from the helix and the helix mechanism was functional, but sticky. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting high out of range pacing impedance measurements greater than 2,000 ohms. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Additional information received indicated that during a normal follow-up appointment it was discovered that this rv lead was not capturing. It was determined this patient had twiddled this lead back into the superior vena cava (svc). The patient also received an inappropriate shock due to the dislodgement. A revision procedure was performed and the rv lead was explanted and successfully replaced. The physician ensured the new lead was heavily anchored down in pocket. No additional adverse patient effects were reported.